Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced pain which occurred approximately on an unknown day after the sensor was inserted in the right arm. The pain happened about a month ago and a half. It radiated from the elbow to shoulder. Pain persisted even after sensor removal. The patient visited his doctor's clinic to consult about pain. No diagnostic testing was done and there was no diagnosis on nerve injury, but the doctor's diagnosis is that the pain might be contributed by wearing the dexcom device. His doctor prescribed an unspecified oral antibiotic to be taken for 1 week. As of the time of the report, no medication/treatment was taken yet. The patient has not started the antibiotics. At the time of the report, patient condition was unspecified. No other details were provided. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. On 12/24/2025, it was reported that the patient experienced pain which occurred approximately on an unknown day after the sensor was inserted in the right arm. The pain happened about a month ago and a half. It radiated from the elbow to shoulder. Pain persisted even after sensor removal. The patient visited his doctor's clinic to consult about pain. No diagnostic testing was done and there was no diagnosis on nerve injury, but the doctor's diagnosis is that the pain might be contributed by wearing the dexcom device. His doctor prescribed an unspecified oral antibiotic to be taken for 1 week. As of the time of the report, no medication/treatment was taken yet. The patient has not started the antibiotics. At the time of the report, patient condition was unspecified. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.